Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that her husband found her unconscious. Customer was taken to the hospital by the ems. Customer's blood glucose was 23 mg/dl. Customer was released when her blood glucose was at 173 mg/dl. Customer declined troubleshooting for low blood glucose. Customer had not been eating protein only fruits. Customer will not be returning the device for analysis.